Manufacturer narrative:
(B)(4) date sent to the FDA: 01/22/2016. (B)(4).

Event description:
It was reported in a draft abstract on epigastric and umbilical sites hernia repair that the patient underwent hernia repair on an unknown date and mesh was implanted. Following the procedure, the patient experienced wound infection, recurrence and pain. Additional information has been requested.

Manufacturer narrative:
Additional narrative: one month following the procedure, the patient possibly experienced, additionally, seroma and/or extended hospitalization. The patient possibly underwent a re-operation and/or treated with antibiotic and/or pain medication, extra painkillers. One year of post-op, the patient possibly underwent a re-operation and/or treated with pain medication. It was also reported that the patient possibly experienced a small bowel obstruction and poorly perfused gut segment removed resulting in a re-operation via laparotomy which was noted to be a non-device related complication. It was also reported that the patient possibly required IV antibiotics without a satisfying effect resulting in mesh removal three weeks after placement. The patient possibly experienced a hematoma and underwent a re-operation to evacuate under general anesthesia. The patient possibly experienced extensive pain exploration under local anesthesia. The patient possibly died as a result of unrelated operation cause. Additional information has been requested. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide specific individual demographics such as initials, dob, age and procedure dates etc... If available? If demographics are provided, please include the individual participant¿s experiences throughout the trial. Following information was obtained: the trial was a randomized controlled patient blinded nationwide multicenter superiority trial with two parallel groups utilizing proceed ventral patch (pvpunk) and flat polypropylene mesh (brand unknown). The trial compared a total of 348 patients, of which 177 of those patients were randomized (127 males/50 females) to proceed ventral patch (pvpunk). The trial ran from feb 1, 2011 to july 1, 2015. Follow-up occurred at 1 month post-op (177 patients participated), 3 month post-op (170 patients participated, 7 lost to follow-up), 1 year post-op (165 patients participated, 12 lost to follow-up, of the 12 patients 11 were not reachable and 1 patient was deceased). It was noted that the 1 death which occurred in the pvp group was not a result of unrelated operation. Table 1: examines participants prior to procedure. The table shows that there was no significant differences seen in both groups mesh (unknown) participants and patch (pvp) in regards to gender, bmi, hernia type, incarceration, level of exercise, comorbid conditions such as pre-operative pain at rest and during exercise, appearance, diabetes mellitus, skin disease and pain syndrome. One slight although significant difference was seen in the age between both groups. Table 2: examines intra-operative findings noted during procedure between the mesh (unknown) and patch (pvp) participants. Table 3: examines participants one-month post-operative findings and experiences as it relates to procedure utilizing the proceed ventral patch (pvpunk). The three months post-op findings indicated that there was no significant difference in the groups as it pertains to complications noted in table 3 below: infection/seroma: 38 . Utilization of antibiotic / pain medication (extra painkillers): 22 pt¿s rec¿d antibiotics, 11. Patients rec¿d extra pain medication (extra painkillers). Extended hospital stay: 1 patient. Reoperation: 5 patients. Patients reported pain (at rest): 0.6, pain (during exercise): 0.8 and patient reported appearance (cosmetic): 0.9. Table 4: examines participants 1 year post-operative findings and experiences as it relates to procedure utilizing the proceed ventral patch (pvpunk). 1 year post-operative findings indicate. Recurrence: 13. Reoperation: 8. Utilization pain medication (extra painkillers): 1. Patients reported pain (at rest): 0.3, pain (during exercise): 0.6 and patient reported appearance (cosmetic): 0.8. The following noted were specific events captured in the data above: it was also noted that 1 patient experienced a small bowel obstruction and poorly perfused gut segment removed resulting in a re-operation via laparotomy which was noted to be a non-device related complication. It was also noted that 1 patient required IV antibiotics without a satisfying effect resulting in pvp removal 3 weeks after placement. One re-op due to hematoma evacuated under gen anesthesia. One extensive pain exploration under local anesthesia 0 significant problem. Five showed early recurrence due to device malfunction of insufficient a laparoscopic recurrence 8 for a total of 13 total one year post-op. One death died as a result of unrelated operation cause.